Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Ecgs showed momentary loss of capture of the pacemaker. It was suspected this could be due to a recent patient hospitalization. The patient was stable and would be monitored.